Manufacturer narrative:
The o-arm was damaged during the post-op spin to confirm screw placement. The c-arm was brought in to confirm instead, causing a 10 minute delay during the swap out. The sterile field was not compromised

Manufacturer narrative:
Site or director, (B)(6), declined to provide patient demographic information. Return requested. Replacement louver cover, 2 louver hinges & 2 springs were all shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade and safety inspection areas passed. Mechanical test failed. Louver cover, hinges, and springs broken. Medtronic representative replaced louver cover, hinges, and springs. System passed all testing. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the radiographic technologist (rt) closed a drape in the imaging system door and a piece of the imaging system door broke off. No further details were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation. There was no impact on patient outcome.